Event description:
It was reported that, the subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered an inappropriate shock due to low amplitude undersensing leading into t wave oversensing. The technical services (ts) was discussing troubleshooting options and found another inappropriate shock five years ago due to oversensing. This s-ICD remains in service. No adverse patient effects were reported.

Event description:
It was reported that, the subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered an inappropriate shock due to low amplitude undersensing leading into t wave oversensing. The technical services (ts) was discussing troubleshooting options and found another inappropriate shock five years ago due to oversensing. This s-ICD remains in service. No adverse patient effects were reported.

Manufacturer narrative:
The allegation(s) in this complaint have not been confirmed as there was not enough information provided in the complaint and the product has not been returned for analysis. The conclusion code was updated to adverse event related to patient condition: